Event description:
It was reported that after a da vinci-assisted liver resection surgical procedure, there were loose cables at the tip of the force bipolar instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. The instrument was found to have a frayed grip cable at the distal end.